Event description:
The device was removed due to "broken tubing going to the resi-pump". As reported to co, the entire device was removed and replaced with another two-piece inflatable penile prosthesis. 4/10/97-upon receipt of add'l info by the physician/surgeon, he stated, "a specific leakage site was observed in the tubing near the cylinder".